Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic). The atrial lead exhibited high, and/or unstable thresholds with encountered exit block, high impedance and possible fracture. Both leads were explanted, and new leads were implanted. It was also reported that technical malfunctions of the explanted leads were due to the patient´s twiddler-syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: ICD, implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(4)-2015, 71 ventricular sensing integrity counts; high rate non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(4) 2015 for 2 or more high rate non sustained episodes and sensing integrity counter greater than or equal to 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.